Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Customer changed the cartridge to resolve the issue. Customer's blood glucose was 108 mg/dl.